Manufacturer narrative:
Product analysis: analysis was able to confirm the reported overheating issue. The micro processor unit (mpu) printed circuit board (pcb) assembly was replaced. Analysis was unable to confirm the reported threshold testing issue. Analysis also noted that the power cord bay was broken and the programmer was missing a power cord. The hard drive was reconfigured, and the software was reloaded and updated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not allowing the user to complete threshold testing and was displaying an "overheated" error message. The user swapped out the stylus and the radiofrequency head, but the issues persisted. The programmer was returned for service. There was no patient involvement.